Event description:
Additional information was received that a revision procedure was performed. The non-bsc rv lead was explanted. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that device emitted beeping tones due to increased shock impedance measurements on the non-bsc right ventricular (rv) lead. The rv lead was scheduled to be replaced. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).